Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement due to twiddler syndrome was noted. There were no adverse consequences for the patient. The lead was explanted and replaced.